Event description:
On (B)(6) 2012, a female pt, who had a 10 hole 4.5mm lcp curved condylar plate implanted approximately 6 months ago, presented to the emergency room for an unk reason. X-rays revealed a break in the plate. Revision surgery was performed that day during which all hardware was explanted. Pt was then implanted with a retrograde nail.

Manufacturer narrative:
Investigation is on-going. The 4.5mm curved condylar plate was received in two pieces, broken laterally through the first of the small head holes. The top side of the plate shows scratches and small dings consistent with damage received during field use and explantation. The bottom side of the plate (the side in contact with the bone) shows a clean shiny surface, not scratched. The break surface is clean and not jagged. No other damage is noted. Due to the damage, not all complaint related features could be measured. All pertinent features that could be measured were within specification. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm curved condylar plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed no complaint related anomalies noted.